Event description:
On 7/8/1998 following a percutaneous/stent procedure, an angio-seal device was placed in a pt's right groin. A hematoma was noted to form at the time of device deployment, therefore manual pressure was held for approximately 10 minutes. The hematoma continued to expand to approximately 8-10 inches and extended down the pt's leg. On 7/9/1998 a bruit was detected; ultrasound guided external compression was attempted. However, a 2.6 cm right femoral pseudoaneurysm remained. On 7/10/1998 compression was attempted for the second time without complete resolution of the event. The pt was then taken to surgery where the vessel was repaired. The pt reportedly tolerated the procedure well. As of 8/21/1998 there has been no further report of complication or pt sequelae made to the MFR.